Event description:
It was reported that the cage implanted between l2/l3 during a transforaminal lumbar interbody fusion (tlif) backed out and neurologic manifestation occurred post-operatively. A revision surgery was performed .

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.